Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device powered on without user input, which was reproduced during evaluation. The reported device powering on without user input was verified through a review of the event history log and can be caused by a stuck key. The evaluator determined that the cause was a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered on by itself. There was no known patient injury or medical intervention associated with this event. No additional information is available.